Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device's nurse call was discovered to be broken. The device's remote alarm nurse call cable needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.